Event description:
Patient had partial knee replacement surgery on (B)(6) 2024 and experience severe rash and itching due to the adhesive in the wound dressing. The dressing was a convatec aquacel ag hydrocolloid hydrofiber surgical cover dressing with ionic silver, 3.5" x 10", part # 422605. The dressing was removed on (B)(6) 2024 and it took over 5 weeks for the rash to heal.